Event description:
It was reported that implantable cardiac monitor could not be interrogated. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the implantable cardiac monitor could not be interrogated, due to device memory corruption.